Event description:
Small bowel resection with side to side anastomosis performed. Return to the or 4 days later revealed the side to side anastomosis cut but not stapled. No staples identified at margins.